Event description:
Novocure medical summary: a 56-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient´s spouse informed novocure that the patient experienced two seizures earlier that day while wearing optune gio. The patient had a history of seizures prior to starting optune gio therapy. Optune gio was temporarily discontinued. Novocure received patient's medical records on (B)(6) 2024, regarding an outpatient follow-up visit on (B)(6) 2024. As a result of the seizure, the patient's anti-seizure medication (levetiracetam) was increased. Brain MRI showed tumor recurrence in the precentral gyrus. The prescribing physician stated that these findings along with the use of optune gio could explain the seizure activity the day prior. On (B)(6) 2024, the patient's spouse reported that the patient's physician recommended temporarily discontinue optune gio therapy until (B)(6) 2024. On (B)(6) 2024, the patient informed novocure that she was hospitalized for re-radiation from (B)(6) 2024, until (B)(6) 2024. During hospitalization and despite the previously adjusted anti-seizure medication, the patient continued having new focal seizures presenting in trembling of the right hand. Therefore, the medication was increased to 1500 mg twice daily. No further seizures occurred afterwards. The patient was discharged home on (B)(6) 2024, in stable general condition. The prescribing physician was contacted without reply.

Manufacturer narrative:
Novocure medical opinion is that the seizure was unrelated to ttfields use and related to underlying disease as the patient was experiencing disease progression per available medical records. In this patient population, in which ttfields is being started soon after diagnosis, it is expected to receive reports of new onset seizures and there is no evidence of ttfields causing seizure activity. In addition, the seizure event occurred 4 months after optune gio treatment initiation in june 2024, and the patient had a history of seizures reported before therapy start with optune gio. Seizure is an expected event with optune gio device use (ef-11 9% and 22% ef-14 optune arm). Seizures are a known complication of gbm and have been reported as the presentation symptom in 27% of cases. During the course of the disease, 51% of patients will experience seizures (clin neurol neurosurg. 2015; 139:166-171).